Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Quality-safety evaluation of product technical complaint (ptc): received on 27-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: through left fallopian tube/ preexisting perforation of essure unit, left corneal area/ coils was showing up over my spine.") And genital haemorrhage ("abnormal bleeding after ablation the following year /heavy bleeding/ excessivwe bleeding") in a 36-year-old female patient who had essure (ess205) (batch no. 620753,621672) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "they were not able to place one essure coil it got bent up and they had to throw one away, another one was placed (first essure)" on (B)(6) 2006. The patient's past medical history included vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), dysmenorrhea (not recovered prior to essure) and female condom. Previously administered products included for prevent pregnancy: birth control pill; for an unreported indication: oral contraceptive nos. Concurrent conditions included calculus of kidney (lithotripsy in 2002), hypercholesterolemia, adnexal mass, dysfunctional uterine bleeding, premenstrual dysphoric disorder, spotting vaginal, fibroids, adenomyosis, nabothian cyst, chronic cervicitis, retroverted uterus and obesity. Concomitant products included acetylsalicylic acid (aspirin), charcoal, activated (charcoal), cholesterol, ibuprofen, nicotinic acid (niaspan) and simvastatin (zocor). In 2006, the patient experienced weight increased ("weight gain/weight gain/loss specify which one- gained weight"), uterine pain ("uterine pain"), adnexa uteri pain ("ovarian pain /push pain") and abdominal pain ("abdominal pain"). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),/cramping /period pain/ push pains almost every period"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia) // menstural bleeding/ uterine tissue expulsion/ prolonged menstrual bleeding") and vaginal discharge ("vaginal discharge/vaginal discharge started after the ablation/ brown discharge"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal discomfort ("upset or soar stomach"), menstrual disorder ("clots"), depressed mood ("I was so upset"), uterine scar ("scar tissue (thanks ablation)"), abdominal distension ("bloating"), nausea ("nauseated"), uterine spasm ("uterine cramping"), bronchitis ("bronchitis (coughing)"), swelling ("localized swelling"), musculoskeletal pain ("shoulder pain"), asthenia ("weak"), hot flush ("hot flush"), uterine inflammation ("inflamation/ burning uterus"), malaise ("sick"), phantom pain ("phantom labor pain"), flatulence ("gas") and chills ("postoperative chills"). The patient was treated with surgery (total vaginal hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes).), surgery (ablation) and dietary measures (paleo diet). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea, uterine pain, adnexa uteri pain, abdominal discomfort, menstrual disorder, depressed mood, uterine scar, nausea, uterine spasm, bronchitis, swelling, musculoskeletal pain, asthenia, hot flush, uterine inflammation, malaise, phantom pain, flatulence, chills and abdominal pain outcome was unknown, the genital haemorrhage had not resolved and the vaginal haemorrhage, vaginal discharge, weight increased and abdominal distension had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, adnexa uteri pain, asthenia, bronchitis, chills, depressed mood, dysmenorrhoea, flatulence, genital haemorrhage, hot flush, malaise, menorrhagia, menstrual disorder, musculoskeletal pain, nausea, phantom pain, swelling, uterine inflammation, uterine pain, uterine perforation, uterine scar, uterine spasm, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: my doctor noted to my initial procedure how many coild he counted from the uterus (8 and 11). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion (B)(6) 2016:pathology report- gross description-the coils are removed and retained for the patient. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysfunctional uterine bleeding (confirming the event genital haemorrhage) and dysmenorrhea. Concerning the injuries reported in this case, the following ones were added reporter via social media: abdominal discomfort, menstrual disorder, depressed mood, uterine scar, abdominal distension, nausea, uterine spasm, bronchitis, swelling, musculoskeletal pain, asthenia, hot flush, uterine inflammation, malaise, phantom pain, flatulence, chills. Lot number: 620753 manufacture date: 2006-09 expiration date: 2008-08. Lot number 621672: manufacture date: 2006-10 expiration date: 2008-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2018: pfs received- new event abdominal pain, they were not able to place one essure coil it got bent up and they had to throw one away, another one was placed were added. Concomitant condition were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: through left fallopian tube/ preexisting perforation of essure unit, left corneal area/ coils was showing up over my spine.') And genital haemorrhage ('abnormal bleeding after ablation the following year /heavy bleeding/ excessivwe bleeding') in a 36-year-old female patient who had essure (ess205) (batch no. 620753,621672) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "they were not able to place one essure coil it got bent up and they had to throw one away, another one was placed (first essure)" on (B)(6) 2006. The patient's medical history included vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), dysmenorrhea (not recovered prior to essure) and female condom. Previously administered products included for prevent pregnancy: birth control pill; for an unreported indication: oral contraceptive nos. Concurrent conditions included calculus of kidney (lithotripsy in 2002), hypercholesterolemia, adnexal mass, dysfunctional uterine bleeding, premenstrual dysphoric disorder, spotting vaginal, fibroids, adenomyosis, nabothian cyst, chronic cervicitis, retroverted uterus and overweight. Concomitant products included acetylsalicylic acid (aspirin), charcoal, activated (charcoal), cholesterol, ibuprofen, nicotinic acid (niaspan) and simvastatin (zocor). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient was found to have weight increased ("weight gain/weight gain/loss specify which one- gained weight/ I gained 10 in a week") and experienced uterine pain ("uterine pain"), adnexa uteri pain ("ovarian pain /push pain") and abdominal pain ("abdominal pain"). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),/cramping /period pain/ push pains almost every period"). In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia) // menstural bleeding/ uterine tissue expulsion/ prolonged menstrual bleeding") and vaginal discharge ("vaginal discharge/vaginal discharge started after the ablation/ brown discharge"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal discomfort ("upset or soar stomach"), menstrual disorder ("clots"), depressed mood ("I was so upset"), uterine scar ("scar tissue (thanks ablation)/ constant shedding of uterine scar tissue (from ablation) and severe"), abdominal distension ("bloating"), nausea ("nauseated"), uterine spasm ("uterine cramping"), bronchitis ("bronchitis (coughing)"), swelling ("localized swelling"), musculoskeletal pain ("shoulder pain"), asthenia ("weak"), hot flush ("hot flush"), uterine inflammation ("inflamation/ burning uterus"), malaise ("sick"), phantom limb syndrome ("phantom labor pain"), flatulence ("gas"), chills ("postoperative chills"), ear infection ("I'm trying to get over a double ear infection"), sinusitis ("sinus infection"), dry mouth ("my mouth was too dry to even swallow") and cyst rupture ("ruptured cyst"). The patient was treated with dietary measures (paleo diet) and surgery (ablation and total vaginal hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes).). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea, uterine pain, adnexa uteri pain, abdominal discomfort, menstrual disorder, depressed mood, uterine scar, nausea, uterine spasm, bronchitis, swelling, musculoskeletal pain, asthenia, hot flush, uterine inflammation, malaise, phantom limb syndrome, flatulence, chills, abdominal pain, ear infection, sinusitis, dry mouth and cyst rupture outcome was unknown, the genital haemorrhage had not resolved and the vaginal haemorrhage, vaginal discharge, weight increased and abdominal distension had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, adnexa uteri pain, asthenia, bronchitis, chills, cyst rupture, depressed mood, dry mouth, dysmenorrhoea, ear infection, flatulence, genital haemorrhage, hot flush, malaise, menorrhagia, menstrual disorder, musculoskeletal pain, nausea, phantom limb syndrome, sinusitis, swelling, uterine inflammation, uterine pain, uterine perforation, uterine scar, uterine spasm, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: my doctor noted to my initial procedure how many coild he counted from the uterus (8 and 11). Current weight 160 lbs. Approximate weight at the time of essure placement 153 lbs. Complications from your essure removal procedure : coils of essure were exposed through the wall of the left fallopian tube at the cornual insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. (B)(6) 2016:pathology report- gross description-the coils are removed and retained for the patient. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysfunctional uterine bleeding (confirming the event genital haemorrhage) and dysmenorrhea. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal discomfort, menstrual disorder, depressed mood, uterine scar, abdominal distension, nausea, uterine spasm, bronchitis, swelling, musculoskeletal pain, asthenia, hot flush, uterine inflammation, malaise, phantom pain, flatulence, chills , ear infection, sinusitis, dry mouth lot number: 620753, manufacture date: 2006-09, expiration date: 2008-08. Lot number 621672: manufacture date: 2006-10, expiration date: 2008-09 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: social media content received : events added- ear infection, sinusitis, dry mouth, ruptured cyst. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: through left fallopian tube/ preexisting perforation of essure unit, left corneal area/ coils was showing up over my spine.') And genital haemorrhage ('abnormal bleeding after ablation the following year /heavy bleeding/ excessively bleeding') in a 36-year-old female patient who had essure (ess205) (batch no. 620753,621672) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "they were not able to place one essure coil it got bent up and they had to throw one away, another one was placed (first essure)" on (B)(6) 2006. The patient's medical history included vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), dysmenorrhea (not recovered prior to essure) and female condom. Previously administered products included for prevent pregnancy: birth control pill; for an unreported indication: oral contraceptive nos. Concurrent conditions included calculus of kidney (lithotripsy in 2002), hypercholesterolemia, adnexal mass, dysfunctional uterine bleeding, premenstrual dysphoric disorder, spotting vaginal, fibroids, adenomyosis, nabothian cyst, chronic cervicitis, retroverted uterus and overweight. Concomitant products included acetylsalicylic acid (aspirin), charcoal, activated (charcoal), cholesterol, ibuprofen, nicotinic acid (niaspan) and simvastatin (zocor). In 2006, the patient experienced abnormal weight gain ("weight gain/weight gain/loss specify which one- gained weight/ I gained 10 in a week"), uterine pain ("uterine pain"), adnexa uteri pain ("ovarian pain /push pain") and abdominal pain ("abdominal pain"). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),/cramping /period pain/ push pains almost every period"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia) // menstrual bleeding/ uterine tissue expulsion/ prolonged menstrual bleeding") and vaginal discharge ("vaginal discharge/vaginal discharge started after the ablation/ brown discharge"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal discomfort ("upset or soar stomach"), menstrual disorder ("clots"), depressed mood ("I was so upset"), uterine scar ("scar tissue (thanks ablation)/ constant shedding of uterine scar tissue (from ablation) and severe"), abdominal distension ("bloating"), nausea ("nauseated"), uterine spasm ("uterine cramping"), bronchitis ("bronchitis (coughing)"), swelling ("localized swelling"), musculoskeletal pain ("shoulder pain"), asthenia ("weak"), hot flush ("hot flush"), uterine inflammation ("inflammation/ burning uterus"), malaise ("sick"), phantom limb syndrome ("phantom labor pain"), flatulence ("gas"), chills ("postoperative chills"), ear infection ("I'm trying to get over a double ear infection"), sinusitis ("sinus infection"), dry mouth ("my mouth was too dry to even swallow") and cyst rupture ("ruptured cyst"). The patient was treated with dietary measures (paleo diet) and surgery (ablation and total vaginal hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes).). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea, uterine pain, adnexa uteri pain, abdominal discomfort, menstrual disorder, depressed mood, uterine scar, nausea, uterine spasm, bronchitis, swelling, musculoskeletal pain, asthenia, hot flush, uterine inflammation, malaise, phantom limb syndrome, flatulence, chills, abdominal pain, ear infection, sinusitis, dry mouth and cyst rupture outcome was unknown, the genital haemorrhage had not resolved and the vaginal haemorrhage, vaginal discharge, abnormal weight gain and abdominal distension had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abnormal weight gain, adnexa uteri pain, asthenia, bronchitis, chills, cyst rupture, depressed mood, dry mouth, dysmenorrhoea, ear infection, flatulence, genital haemorrhage, hot flush, malaise, menorrhagia, menstrual disorder, musculoskeletal pain, nausea, phantom limb syndrome, sinusitis, swelling, uterine inflammation, uterine pain, uterine perforation, uterine scar, uterine spasm, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: my doctor noted to my initial procedure how many coils he counted from the uterus (8 and 11). Current weight 160 lbs. Approximate weight at the time of essure placement 153 lbs. Complications from your essure removal procedure : coils of essure were exposed through the wall of the left fallopian tube at the cornual insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. (B)(6) 2016:pathology report- gross description-the coils are removed and retained for the patient. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysfunctional uterine bleeding (confirming the event genital haemorrhage) and dysmenorrhea. Lot number: 620753 manufacture date: 2006-09 expiration date: 2008-08. Lot number: 621672 manufacture date: 2006-10 expiration date: 2008-09. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal discomfort, menstrual disorder, depressed mood, uterine scar, abdominal distension, nausea, uterine spasm, bronchitis, swelling, musculoskeletal pain, asthenia, hot flush, uterine inflammation, malaise, phantom pain, flatulence, chills , ear infection, sinusitis, dry mouth. Lot number: 620753 manufacture date: 2006-09 expiration date: 2008-08. Lot number 621672: manufacture date: 2006-10 expiration date: 2008-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: through left tube") and genital haemorrhage ("abnormal bleeding ater ablation the following year") in an adult female patient who had essure (batch no. 620753,621672) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: birth control pill. Concurrent conditions included calculus of kidney (lithotripsy in 2002) and hypercholesterolemia. Concomitant products included acetylsalicylic acid (aspirin), nicotinic acid (niaspan) and simvastatin (zocor). On (B)(6)2006, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes),) and surgery (ablation). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown, the genital haemorrhage had not resolved and the vaginal discharge had resolved. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6)2007: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received, lot number added, reporter added, concomitant condition and concomitant drug added. Events medical device removal and device complications updated to device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia,dysmenorrhoea, pelvic pain, vaginal discharge, abdominal pain lower. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: through left fallopian tube") and genital haemorrhage ("abnormal bleeding after ablation the following year") in an adult female patient who had essure (batch no. 620753,621672) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), dysmenorrhea (not recovered prior to essure) and female condom. Previously administered products included for prevent pregnancy: birth control pill; for an unreported indication: oral contraceptive nos. Concurrent conditions included calculus of kidney (lithotripsy in 2002) and hypercholesterolemia. Concomitant products included acetylsalicylic acid (aspirin), nicotinic acid (niaspan) and simvastatin (zocor). In 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and weight increased ("weight gain/weight gain/loss specify which one- gained weight"). On 18-dec-2006, the patient had essure inserted. In 2007, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge/vaginal discharge started after the ablation"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), uterine pain ("uterine pain") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes),) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, weight increased, uterine pain and adnexa uteri pain outcome was unknown, the genital haemorrhage had not resolved and the vaginal haemorrhage and vaginal discharge had resolved. The reporter considered adnexa uteri pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events per pfs: uterine pain, ovary pain, weigh gain were added. Patient's medical history updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: through left fallopian tube/ preexisting perforation of essure unit, left corneal area/ coils was showing up over my spine.") And genital haemorrhage ("abnormal bleeding after ablation the following year /heavy bleeding/ excessive bleeding") in an adult female patient who had essure (ess205) (batch no. 620753,621672) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), dysmenorrhea (not recovered prior to essure) and female condom. Previously administered products included for prevent pregnancy: birth control pill; for an unreported indication: oral contraceptive nos. Concurrent conditions included calculus of kidney (lithotripsy in 2002), hypercholesterolemia, adnexal mass, dysfunctional uterine bleeding, premenstrual dysphoric disorder, spotting vaginal, fibroids, adenomyosis, nabothian cyst, chronic cervicitis and retroverted uterus. Concomitant products included acetylsalicylic acid (aspirin), charcoal, activated (charcoal), cholesterol, ibuprofen, nicotinic acid (niaspan) and simvastatin (zocor). In 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),/cramping /period pain/ push pains almost every period") and weight increased ("weight gain/weight gain/loss specify which one- gained weight"). On (B)(6)2006, the patient had essure (ess205) inserted. In 2007, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia) // menstrual bleeding/ uterine tissue expulsion/ prolonged menstrual bleeding") and vaginal discharge ("vaginal discharge/vaginal discharge started after the ablation/ brown discharge"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), uterine pain ("uterine pain"), adnexa uteri pain ("ovarian pain /push pain"), abdominal discomfort ("upset or soar stomach"), menstrual disorder ("clots"), depressed mood ("I was so upset"), uterine scar ("scar tissue (thanks ablation)"), abdominal distension ("bloating"), nausea ("nauseated"), uterine spasm ("uterine cramping"), bronchitis ("bronchitis (coughing)"), swelling ("localized swelling"), musculoskeletal pain ("shoulder pain"), asthenia ("weak"), hot flush ("hot flush"), uterine inflammation ("inflammation/ burning uterus"), malaise ("sick"), phantom pain ("phantom labor pain"), flatulence ("gas") and chills ("postoperative chills"). The patient was treated with surgery (total vaginal hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes).), surgery (ablation) and dietary measures (paleo diet). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea, uterine pain, adnexa uteri pain, abdominal discomfort, menstrual disorder, depressed mood, uterine scar, nausea, uterine spasm, bronchitis, swelling, musculoskeletal pain, asthenia, hot flush, uterine inflammation, malaise, phantom pain, flatulence and chills outcome was unknown, the genital haemorrhage had not resolved and the vaginal haemorrhage, vaginal discharge, weight increased and abdominal distension had resolved. The reporter considered abdominal discomfort, abdominal distension, adnexa uteri pain, asthenia, bronchitis, chills, depressed mood, dysmenorrhoea, flatulence, genital haemorrhage, hot flush, malaise, menorrhagia, menstrual disorder, musculoskeletal pain, nausea, phantom pain, swelling, uterine inflammation, uterine pain, uterine perforation, uterine scar, uterine spasm, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: my doctor noted to my initial procedure how many could he counted from the uterus (8 and 11). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: total bilateral occlusion (B)(6)2016:pathology report- gross description-the coils are removed and retained for the patient. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysfunctional uterine bleeding (confirming the event genital haemorrhage) and dysmenorrhea. Concerning the injuries reported in this case, the following ones were added reporter via social media: abdominal discomfort, menstrual disorder, depressed mood, uterine scar, abdominal distension, nausea, uterine spasm, bronchitis, swelling, musculoskeletal pain, asthenia, hot flush, uterine inflammation, malaise, phantom pain, flatulence, chills lot number: 620753: manufacture date: 2006-09, expiration date: 2008-08 . Lot number 621672: manufacture date: 2006-10, expiration date: 2008-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: through left fallopian tube/ preexisting perforation of essure unit, left corneal area.") And genital haemorrhage ("abnormal bleeding after ablation the following year") in an adult female patient who had essure (batch no. 620753,621672) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), dysmenorrhea (not recovered prior to essure) and female condom. Previously administered products included for prevent pregnancy: birth control pill; for an unreported indication: oral contraceptive nos. Concurrent conditions included calculus of kidney (lithotripsy in 2002) and hypercholesterolemia. Concomitant products included acetylsalicylic acid (aspirin), nicotinic acid (niaspan) and simvastatin (zocor). In 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and weight increased ("weight gain/weight gain/loss specify which one- gained weight"). On (B)(6) 2006, the patient had essure inserted. In 2007, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge/vaginal discharge started after the ablation"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), uterine pain ("uterine pain") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (total vaginal hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes).) And surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea, weight increased, uterine pain and adnexa uteri pain outcome was unknown, the genital haemorrhage had not resolved and the vaginal haemorrhage and vaginal discharge had resolved. The reporter considered adnexa uteri pain, dysmenorrhoea, genital haemorrhage, menorrhagia, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion (B)(6) 2016:pathology report- gross description-the coils are removed and retained for the patient. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Medically confirmed case. Event device dislocation was updated with uterine perforation. Lab data updated. Patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: through left fallopian tube/ preexisting perforation of essure unit, left corneal area/ coils was showing up over my spine.") And genital haemorrhage ("abnormal bleeding after ablation the following year /heavy bleeding/ excessivwe bleeding") in an adult female patient who had essure (ess205) (batch no. 620753,621672) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), dysmenorrhea (not recovered prior to essure) and female condom. Previously administered products included for prevent pregnancy: birth control pill; for an unreported indication: oral contraceptive nos. Concurrent conditions included calculus of kidney (lithotripsy in 2002), hypercholesterolemia, adnexal mass, dysfunctional uterine bleeding, premenstrual dysphoric disorder, spotting vaginal, fibroids, adenomyosis, nabothian cyst, chronic cervicitis and retroverted uterus. Concomitant products included acetylsalicylic acid (aspirin), charcoal, activated (charcoal), cholesterol, ibuprofen, nicotinic acid (niaspan) and simvastatin (zocor). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),/cramping /period pain/ push pains almost every period") and weight increased ("weight gain/weight gain/loss specify which one- gained weight"). In 2007, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia) // menstural bleeding/ uterine tissue expulsion/ prolonged menstrual bleeding") and vaginal discharge ("vaginal discharge/vaginal discharge started after the ablation/ brown discharge"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), uterine pain ("uterine pain"), adnexa uteri pain ("ovarian pain /push pain"), abdominal discomfort ("upset or soar stomach"), menstrual disorder ("clots"), depressed mood ("I was so upset"), uterine scar ("scar tissue (thanks ablation)"), abdominal distension ("bloating"), nausea ("nauseated"), uterine spasm ("uterine cramping"), bronchitis ("bronchitis (coughing)"), swelling ("localized swelling"), musculoskeletal pain ("shoulder pain"), asthenia ("weak"), hot flush ("hot flush"), uterine inflammation ("inflamation/ burning uterus"), malaise ("sick"), phantom pain ("phantom labor pain"), flatulence ("gas") and chills ("postoperative chills"). The patient was treated with surgery (total vaginal hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes).), surgery (ablation) and dietary measures (paleo diet). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea, uterine pain, adnexa uteri pain, abdominal discomfort, menstrual disorder, depressed mood, uterine scar, nausea, uterine spasm, bronchitis, swelling, musculoskeletal pain, asthenia, hot flush, uterine inflammation, malaise, phantom pain, flatulence and chills outcome was unknown, the genital haemorrhage had not resolved and the vaginal haemorrhage, vaginal discharge, weight increased and abdominal distension had resolved. The reporter considered abdominal discomfort, abdominal distension, adnexa uteri pain, asthenia, bronchitis, chills, depressed mood, dysmenorrhoea, flatulence, genital haemorrhage, hot flush, malaise, menorrhagia, menstrual disorder, musculoskeletal pain, nausea, phantom pain, swelling, uterine inflammation, uterine pain, uterine perforation, uterine scar, uterine spasm, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: my doctor noted to my initial procedure how many coild he counted from the uterus (8 and 11). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. (B)(6) 2016: pathology report- gross description-the coils are removed and retained for the patient. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysfunctional uterine bleeding (confirming the event genital haemorrhage) and dysmenorrhea. Concerning the injuries reported in this case, the following ones were added reporter via social media: abdominal discomfort, menstrual disorder, depressed mood, uterine scar, abdominal distension, nausea, uterine spasm, bronchitis, swelling, musculoskeletal pain, asthenia, hot flush, uterine inflammation, malaise, phantom pain, flatulence, chills most recent follow-up information incorporated above includes: on 30-may-2018: upon internal review, essure model was updated from 305 to 205. On 07-jun-2018: social media. Reporter information added. Concomitant drug were added. Events added per social media: abdominal discomfort, menstrual disorder, depressed mood, scar, abdominal distension, nausea, uterine spasm, vaginal discharge, bronchitis, swelling, musculoskeletal pain, asthenia, hot flush, uterine inflammation, malaise, phantom pain, flatulence, chills. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs